Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and device handling problem.

Event description:
Physician reported unknown side "surgeon punctured the implant". Device status unknown.

Manufacturer narrative:
Correction to h6 adverse event problem in the initial emdr: un-reporting a0412 material rupture. Abbvie medical safety has determined this event is not related to the device as it was caused by "surgeon punctured the implant". Reason for reoperation: n/a; device was not used in surgery.

Event description:
Healthcare professional reported "surgeon punctured the implant" causing "ruptured implant", which is not device-related. Device was not implanted and has been discarded. Surgery was completed with a backup device. Patient contact was not made.